Event description:
It was reported that three days after a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004, the physician successfully deployed a taxus express2 8.8% 3.0 mm x 28 mm stent in the mid left anterior descending (lad) and a taxus express2 8.8% 2.5 mm x 16 mm stent in the circumflex (cx). The next day, the pt was taken off of plavix for about 48 hours for a bronchoscopy procedure. Two days later, the pt returned complaining of chest pain. Repeat angiography revealed the taxus stent in the lad was totally occluded. The stent in the cx remained open. The physician experienced difficulty crossing the thrombus with a wire due to the lad's tortuosity. A pilot wire was then able to cross the thrombus and the thrombus was angioplastied with a 2.5 mm x 20 mm balloon (unknown type). Some blood flow returned, so the physician redilated the thrombus with a 3.5 mm balloon (type unknown). While trying to work with the wires to achieve perfusion, a dissection was noted at the ostium of the lad. The physician then placed two driver 3.0 mm x 15 mm stents to repair the dissection. The pt had timi 3 flow. There was some thrombus present at the ostium of the lad and some remaining dissection. The pt was left on an IV reopro infusion and a intra aortic balloon pump was placed for hemodynamic stabilization. The pt has since been discharged and is reported in stable condition.